Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the last basal delivery was on (B)(6) 2014 at 8:34pm. There was no activity outside of normal use observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap and cartridge cap were used to complete the investigation; there was moisture corrosion observed in the battery compartment and on the battery cap. There were no errors, alarms or warnings that occurred during the investigation. The pump reflected 24 units after a 24 hour 1 unit/hour duration test, which was the correct amount of units delivered. No delivery issues were found with the pump and the product performed within specification. The pump¿s cover was removed and moisture ingress was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a blood glucose excursion while on a back-up plan for insulin delivery. The reporter alleged elevated blood glucose of 31 mmol/l caused by increased activity and corrected via manual insulin injection via syringe. The reporter then stated the blood glucose dropped too low to 3.1 mmol/l after receiving the correction dose of insulin. The reporter stated that while on a back-up plan for insulin delivery, the insulin regimen had not been adjusted in response to the change in physical activity. The patient reported the insulin pump was not able to be used due to an issue with moisture ingress into the pump with a cracked battery compartment reported in a separate complaint. The patient was on a back-up plan for insulin delivery while awaiting a replacement pump when the blood glucose excursion occurred. This complaint is being reported because the patient experienced an adverse event while on a back-up plan for insulin delivery due to a damaged insulin pump.